Event description:
The pt received a scs system on (B)(6) 2008. It was reported on (B)(6) 2011 that the pt programmer (pp) was blank. Attempts to adjust the contrast were unsuccessful. It was reported the pt does have stimulation. Follow up indicated that pt was sent another programmer. The pt stated that stimulation is felt on his right side, but not on his left side where stimulation is needed. Rep met with the pt on (B)(6) 2011 in order to program the pt's new programmer. Pt now has programs loaded into new programmer and the programmer has been authorized.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.